Event description:
It was reported that the ipg would no longer charge and connect to the remote control (rc) despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.